Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported during an intraocular lens implant procedure, there was a scratch observed in the middle of the lens. Additional information has been requested.

Manufacturer narrative:
The product was not returned. Two photos were provided of the lens in the eye. A linear mark is observed which has the appearance of a scratch. Unable to make a determination from the photo. All product and batch history records are quality reviewed prior to product release. Associated products were not provided. It is unknown if qualified products were used. Based on our observation of the attached photos, the lens appears to have a linear mark / scratch. The account indicated the lens was not available for evaluation. It is difficult to make a final determination without evaluation of the physical sample. The root cause cannot be determined based on available information. File will be reopened if further information is received. The manufacturer internal reference number is: (B)(4).